Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via (B)(6) transmissions, noise was observed on stored episodes of atrial tachycardia and atrial fibrillation. Intermittent low impedance measurements were also reported. The atrial sensitivity was reprogrammed to a maximum of 0.6 mv.